Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging a date/time with her one touch ultra meter. The pt also claimed that the meter displayed three dashes. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt provided the following info: the product issue started around 11:30 pm on (B) (6) 2010; this was the first time the pt was using the product. Five minutes after the product issue started, the pt was sweaty, had a headache, and had a stomach ache. Around 12 am on (B) (6) 2010, the pt took food and/or beverage as treatment. The csr documented that the pt was walked through setting the meter and the issue was resolved. The pt's product was replaced. This complaint is reported because the pt alleges the lfs meter displayed three dashes and a date/time issue the first time she used the product. After the product issue occurred, the pt claims she became sweaty and was treated with food and/or beverage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.